Manufacturer narrative:
Examination of the returned device confirms wear of the poly material. There is nothing unusual or excessive noted for the approx 12 years implanted. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since may of 2001. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address poly wear of the liner.